Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find events related to the complaint. Moisture was evident behind the display and inside the pump. Damages were observed to the threads on the battery cap. The cap¿s contact measurements were within specification. The cap was unable to secure properly onto the pump. Using the returned battery cap, the pump powered up with auditory and vibratory features. Due to internal moisture contamination, the investigation was unable to fully investigate the reported power issue and no conclusion can be drawn.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging a power (power issue) issue. Reportedly, patient was having issue with the battery cap and unable to seal properly. No additional information is available. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved.